Event description:
It was reported that threading from an aleutian inserter's inner shaft fractured intra-operatively during cage insertion. The threading was left in the implanted cage. The procedure was completed successfully with a 10 minute surgical delay and no adverse consequence to the patient.

Event description:
It was reported that tip of a cascadia an inserter fractured during use. The tip was left in the implanted cage. The procedure was completed successfully with a 10-minute surgical delay and no adverse consequence to the patient. This report is for the cascadia inserter.